Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump . The customer changed supplies and resumed insulin therapy.